Manufacturer narrative:
(B) (4): evaluation of the passing pin confirmed the reported issue of the tip breaking off. The passing pin is bent about mid-point of its length. The distal end is scored in a circular manner consistent with it hitting the guide during drilling, no material appears to be missing. As reported the guide that was being used in conjunction with the passing pin broke and most likely contributed to the breakage of the passing pin. (B) (4)

Event description:
Passing pin broke off during procedure; doctor left part of the acl passing pin in the patient. The passing pin was used in conjuction with the endofemoral aimer which snapped 1/4 of the way down in patient during the case; the broken piece was removed from the patient.